Event description:
Customer reported receiving a reading of 68 mg/dl while eating pizza then customer lost consciousness. Paramedics were called and IV administered to raise blood glucose levels. A comparison reading of 40 mg/dl was obtained using an accucheck meter. Testing was conducted on forearm.